Event description:
Difficulty was experienced during attempts to cross the circumflex lesion, which was both tortuous and calcified. The stent embolized in the left main. The report received from the field indicated that difficulty was experienced during attempts to cross the tortuous and calcified circumflex lesion. The sds was pulled back into the guiding catheter and the stent embolized within the left main. A snare was utilized to retrieve the stent. There was no report of patient injury or complications.